Manufacturer narrative:
The insulin pump was received with intermittent button response due to unlocked lcd keypad connector. The insulin pump was monitored and no unexpected battery out limit alarm occurred during our testing and had normal operating currents. The insulin pump had cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that the act button was not working. The customer's blood glucose was 260 mg/dl at the time of incident. The customer's mother stated that the insulin pump was dropped prior to the issue. The customer's mother stated that they received a battery out limit alarm after taking out the battery for too long. The customer's mother stated the alarm was unable to be cleared. The customer's mother was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.